Event description:
It was reported that noise was observed on the right ventricular lead. Diagnostic imaging revealed no visual anomalies. Lead was capped and replaced. No additional issues have occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.